Manufacturer narrative:
The following sections were updated/corrected/added: b4, g3, g6, h2, h6 and h11. Additional type of investigation codes that were unable to be added in h6: labeling review. The complaint for delivery system interacts with implant during device removal was confirmed with empirical evidence. Available information suggests that procedural factors (expected tension on the delivery system during valve deployment which was relieved after the valve was released) contributed to the event. Since no manufacturing non-conformances were found and no labeling, training, or IFU deficiencies were identified, no CAPA was required. The device history record review was completed, and this device passed all manufacturing and sterilization inspections. No nonconformances related to the complaint event were identified.

Manufacturer narrative:
The manufacturer's investigation is ongoing and a follow-up report will be submitted when the investigation is complete.

Event description:
Edwards received notification of an evoque procedure in tricuspid position where post-deployment, the delivery system (ds) appeared to dive into the valve structure and became temporarily engaged on the marker band. This was corrected with two bridge to bridge turns of the white knob, after which the ds was successfully freed. A paravalvular leak was identified at both the antero-septal commissure and postero-septal commissure. To address the leak at the postero-septal commissure, a single ap2 plug was deployed. The final assessment revealed a cumulative residual leak classified as mild to moderate.